Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer ran a blood test on the contour next link. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the strips for evaluation. New strips and meter were sent to her.